Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was no connection between the image acquisition system (ias) and mobile view station (mvs). After unplugging and reseating the umbilical cable the issue was resolved. No patient present.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: FDA codes provided. If information is provided in the future, a supplemental report will be issued.